Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.